Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the panel was not responding to touch. To resolve the issue, the technician replaced the touch panel. The system was returned to service. The touch panel subject of the reported event will be returned to steris for evaluation. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not applicable.

Event description:
The user facility reported that during a patient procedure the touch panel to their hv1000 integration system monitor would not respond to commands. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
The touch panel subject of the reported event was returned to steris for evaluation, however a cause of the reported event could not be determined. To resolve the issue, the technician replaced the touch panel. The unit was tested, confirmed to be operating according to specification, and returned to service. A 1-year compliant review indicates this to be an isolated event.